Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief and missing, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable.